Manufacturer narrative:
E1 - initial reporter phone: ext. (B)(6). B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, scratched screen and syringe port cracked. The complaint was verified/duplicated. The root cause was determined to be a faulty printed wire assembly (pwa) board. To address the problem, the printed wire assembly (pwa) board was replaced. The device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had an alarming issue with blank screen. The event occurred during testing. There was no delay in therapy. There was no patient involvement, and no harm/adverse event was reported.